Manufacturer narrative:
G4 - PMA/510(k) #: exempt h3 - device evaluated by mfg: = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It has been reported, that after opening the package for clinical practice of an ntrap stone entrapment and extraction device in an unspecified "stone surgery", the front end of the net basket could not be extended normally using the handle of the device. The procedure was completed with an unspecified "new basket". There has been no report of the patient experiencing any adverse effects or any additional procedures due to this occurrence based on the information available at this time.